Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling and was taking more insulin than usual to fill. The customer indicated would change out the cartridge and infusion set. There was no impact to the customer's blood glucose level.